Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned and evaluated. Upon visual inspection the lock ring shows damage along with a section of the scallops. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis due to the device location is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that a patient underwent total hip arthroplasty. Subsequently, patient underwent a revision procedure approximately 2 weeks later due to the liner disassociating from the cup. Patient was revised to a dual mobility. Attempts have been made and additional information on the reported event is unavailable at this time.